Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alert 11 (incomplete bolus alert) as the customer had not exited the bolus screen within 90 seconds. The customer reported to have not delivered the bolus as customer saw the number "11" and believed that was the amount of insulin that was to be delivered. Customer's blood glucose (bg) was elevated (value not provided); cause was not known (possibly related to non-tandem infusion set kinked cannulas). As the bolus was not delivered, insulin injections were administered to address bg. Multiple attempts were made by tandem technical support to obtain additional information and to inform customer that the "11" was not related to the bolus, but was the alert number, customer did not reply.